Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this programmer emitted an electrical smell. This programmer would be returned for analysis. No patient involvement was reported.